Manufacturer narrative:
The customer reported that when using the bsm (bedside monitor) the non invasive blood pressure will pump up and not release the pressure. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that when using the bsm (bedside monitor) the non invasive blood pressure will pump up and not release the pressure.

Manufacturer narrative:
Manufacturer narrative: the customer reported that when using the bsm (bedside monitor) the non invasive blood pressure will pump up and not release the pressure. The product involved in this event has not been returned to date to allow for an analysis to be performed. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. As the customer did not send in the device to be evaluated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.